Event description:
It was reported that the right atrial (ra) lead had high thresholds, and that atrioventricular (av) synchrony was "lost" when the clinician stopped the threshold test when the patient returned to the initial programmed lower rate (lr) of one hundred twenty beats per minute (bpm). Av synchrony was restored when the lr was reprogrammed to one hundred bpm. The ra lead remains in use and further consultation regarding the duration of the av delay is planned with the electrophysiologist. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.